Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date, with unknown blood glucose level. Customer also reported that the insulin pump had button error alarm. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. The insulin pump will be returned for analysis.